Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-33, lot # va14wxy, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the device was removed because it lacked efficacy and moved inside the pocket. The implantable neurostimulator (ins) and lead were replaced.

Event description:
Additional information received from the manufacturer representative indicated that the lead and implantable neurostimulator were replaced due to lack of efficacy and discomfort at the implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.